Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. Infusion set detached. Troubleshooting was performed. Customer been using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active at the time of the event. It was unknown that the customer will continue the use of the insulin pump or not and device will not be returned for analysis.